Event description:
A peritoneal dialysis (pd) patient's pdrn contacted fresenius technical support to report that a liberty select cycler had physical damage present out of the box. There was a crack in the left corner of the cycler. At that point in time, the technical support representative advised the patient to continue use of the cycler. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior found a cracked cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The screen brightness test failed. When powering on the on the cycler the ¿ok¿, ¿stop¿ and ¿up/down¿ arrow push buttons illuminated, but the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became operational. The screen brightness screen test again failed. The failure was traced to the lcd display. The lcd display was replaced for further testing. The screen brightness, system air leak, valve actuation and teach pump tests all passed. A pre-accelerated stress test (ast) simulated treatment for 15 minutes at 1000ml was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. During internal inspection a clog in the hydrophobic filter #3 was found. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.